Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: improper component placement, occlusion of device or native vessel, surgical cut down, bypass or conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025 , the patient underwent an endovascular treatment for an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After the proximal of trunk ipsilateral leg endoprosthesis was deployed below the renal arteries, contralateral gate cannulation was performed. While the ipsilateral leg of the trunk ipsilateral leg endoprosthesis was deployed with pushing up, the entire trunk ipsilateral leg endoprosthesis was pushed up and it obstructed both renal arteries and the superior mesenteric artery (sma). Cannulation of the sma was attempted via left brachial access, but it was difficult, so the trunk ipsilateral leg endoprosthesis was removed and the procedure was converted to a graft replacement. The patient tolerated the procedure. The physician stated that the ipsilateral limb was pushed up first since the ipsilateral limb could not be pushed up after placing the contralateral leg but it was pushed up too much. The physician also said that the cannulation of the sma was also attempted but was unsuccessful, so the procedure was converted to an open surgery, and after device removal, an artificial graft replacement was performed.